Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, a 3.0x18mm rx xience alpine and a 4.0x23mm rx xience alpine drug-eluting stent were implanted for treatment of an unspecified vessel. On (B)(6) 2016, the patient was rehospitalized due to other unspecified cardiovascular symptoms, including unspecified chest pain. The patient was discharged home with medication. There were no adverse patient sequelae. No additional information was provided.